Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. After getting transeptal, when the catheter was inserted into the sheath, bubbles kept forming in the syringe during purge. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for analysis.